Event description:
It was reported that the patient with adolescent idiopathic scoliosis underwent a 4-level spinal procedure for implant of titanium interbody cages, titanium pedicle screws, crosslink, and cobalt chrome rods. Approximately 4 years post-op the patient is reporting symptoms of pain all over the body. The pain is reportedly debilitating and no medication or treatment has had any effect. The patient underwent additional surgery to remove the posterior fixation. Fusion was solid at all levels.

Manufacturer narrative:
(B)(4). Evaluation of the returned devices is currently in progress. Additional information will be submitted in a supplemental report.

Manufacturer narrative:
The goal of this analysis is to capture optical images of an explanted spinal fixation system. The samples were imaged as received and after ultrasonic cleaning in a dilute solution of micro-90. Energy dispersive spectroscopy was used to determine the elemental weight percent (wt.%) of each component. Energy dispersive spectroscopy was used to determine the elemental composition (in weight percent) of the spinal fixation components. No visual defects were observed on the hardware; however, the anodized coating was scratched in several locations. One region in particular was on the heads of the pedicle screws. No visible signs of corrosion were observed on any of the components inspected. The eds results from the rods are consistent with the theoretical composition of chromaloy and the other hardware is consistent with ti 6al-4v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.